Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion exposing the outer coil at 57.0 to 57.5 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.